Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip applier was being used for ligating the bile duct. When applied, the inner and outer parts of the clips separated. The clip cartridge was able to be properly loaded onto the handle. The clip was able to disengage from the cartridge. Both of the separated clips were removed from the patient. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted the first cartridge was received applied with the clip body disengaged and the tracks were not inserted properly at the distal end of the clip body. Functionally; the clip body and tracks were reloaded into the cartridge and fired with acceptable results. The second cartridge was received not applied. Functionally; the cartridge was loaded into the pmv representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if the clip was not properly applied and mishandled during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip applier was being used for ligating the bile duct. When applied, the inner and outer parts of the clips separated. The clip cartridge was able to be properly loaded onto the handle. The clip was able to disengage from the cartridge. Both of the separated clips were removed from the patient. The surgeon opened up another pack, and the issue was solved. There was no patient harm.